Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported that during allograft processing the device had worn gears and produced incomplete mesh. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No further follow up is indicated.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections review of the most recent repair record determined the gear was damaged. The right-side plate, gear, and shoulder bolts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.